Manufacturer narrative:
Concomitant medical products: product ID 37751, product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported no coupling. The patient was implanted four weeks ago and was trying to use their charging system, unfortunately without success. The charging system did not detect the implantable neurostimulator (ins). It was noted that the recharger was ¿loaded¿. The recharger indicated that there was telemetry between the ins and recharger, but not sufficient coupling. The rep confirmed over a month later that no diagnostics or troubleshooting was performed to address the coupling issues. The cause was the device was implanted too deep. The action/intervention taken to address the lack of coupling was the device was replaced by a new one. The issue has been resolved. The patient did not experience any symptoms and there was no harm/injury to the patient.